Event description:
Device issue: migration of filter, entanglement of filter with the stent, folding and inversion of the stent. Time of device issue: during the procedure. Adverse event: required medical intervention. It was reported via trial that during a left common carotid artery stenting procedure, the emboshield nav 6 embolic protect system (epd) failed to cross the target lesion. A second nav 6 epd was placed successfully. After placement of an absolute pro stent, the epd was accidentally pulled into the stent, entangling with the stent. The epd was pulled with force, folding and inverting the stent and then came loose from the stent. The epd was then removed, without issue, from the anatomy. The stent remained within the lesion and flow was good, so the stent was left alone. There was no adverse pt sequela reported. One day post procedure, the pt was discharged to home. Although requested, there was no additional info provided.

Manufacturer narrative:
(B)(4). (B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot is forthcoming.